Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: was the procedure converted to an open procedure because of an issue with the psee45a device? No, the procedure was not reversed to open because of the problem with the echelon flex powered plus 45mm stapler! Why the surgeon thought it best to reverse the procedure. If so, please explain. Is the current patient status known? Yes, the patient has already been discharged. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. No, there was some consequence or alteration of the patient in the postoperative care of the patient as a result of the event.

Event description:
It was reported that when performing stapling in the rectosigmoidectomy procedure, the 45mm echelon flex powered plus stapler made a noise and locked, using the reverse button; removed the echelon flex powered plus 45mm stapler from inside the cavity, and when he removed the refill he noticed that the top of the stapler was raised. No harm to the patient. Due the colón was very exposed and irradiated doctor thought it better, approach the procedure to open, and use the contour stapler, being that he had to use 02 units of the contour stapler and make a staple in two parts because the colón was very thick. Being that he tried to perform the stapling of the colón with 01 stapler contour, but due to the thickness of the colón contour stapler was not closing, and to have no problems or a possible complication doctor found it better to perform the colón stapling in two parts.

Manufacturer narrative:
(B)(4). Batch number: r58c22. The analysis results found that one psee45a device was returned with the anvil bent upwards and with no reload loaded on the device. Furthermore the anvil knife slot was noted to be damaged. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Per photographic evaluation: two photos were provided. Both pictures shows an open jaws of a device. The knife slot can be seen damaged. No reload is loaded in the device. ]based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.